Event description:
During a ptca/stenting treatment procedure the maverick2 monorail balloon ruptured on the initial inflation to 14 atm's. A stent was deployed in the proximal lad coronary artery. The physician then advanced the maverick2 monorail balloon to the second target lesion: a 99% stenotic lesion in a slightly tortuous distal circumflex coronary artery. He was unable to cross the lesion, because the maverick2 monorail balloon catheter tip got stuck on the previously placed stent in the lad coronary artery. After dilation of the lad stent with another balloon catheter, he again attempted to cross the distal circumflex lesion with the maverick2 monorail balloon. He managed to advance this product to the lesion, but the balloon ruptured at 14 atm's on the initial inflation. The pt was asymptomatic during this event. The maverick2 monorail balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. Pt status is reported as 'good'.